Event description:
A report was received that the patient was having pain down the feet and legs during trial period. The physician believed it was from the lead placement which might have caused soreness on the nerves. The patient had a lead pull and medication was prescribed.